Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2014-04005, 04006 & 04010).

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2005. Patient's legal counsel further reported patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, fluid, damage to bone and tissue, metal poisoning and metallosis. Subsequently, patient underwent a revision procedure on (B)(6) 2011. A review of the invoice history confirmed the initial surgery date; however, an invoice could not be located to confirm the revision procedure and which components were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay corrected and additional information that was unknown at the time of the initial medwatch. Correction: date of event has been corrected in this report explant date has been corrected in this report.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2005. Patient's legal counsel further reported patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, fluid, damage to bone and tissue, metal poisoning and metallosis. Subsequently, patient underwent a revision procedure on (B)(6) 2011. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient operative (op) notes reports patient was revised (B)(6) 2011 due to an infected right hip joint and right thigh abscess. Revision op report notes the presence of discolored, foul-smelling pus. It was further noted that the components were well-fixed. The head, cup, and stem were removed and antibiotic beads were placed. Op notes dated (B)(6) 2011 report patient underwent an irrigation and debridement procedure and antibiotic spacers were implanted. Op report dated (B)(6) 2011 notes the antibiotic spacers were removed and replaced with a competitor total hip.